Event description:
On (B)(6) 2012, the patient's blood glucose was elevated to over 600 mg/dl. Reportedly, the subject pump prompted the patient with a low battery alarm on (B)(6) 2012 at 3:20 am but the patient did not wake up to the low battery alarm. In addition, the patient allegedly heard the alarm but did not do anything until the battery life was spent. In the morning, he woke up with the alleged elevated blood glucose and continued with insulin pump therapy after the battery was replaced. His high blood glucose reading abated and eventually resolved to 110 mg/dl. During troubleshooting, the animas representative determined that was no product defect associated with the reported incident. This complaint is being reported due to possible use error (alarm went unconfirmed) and because, the patient had blood glucose over 600 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: no defect was found. Pump powers on normal with no alarms. The pump electrical current draws were tested with no defects found. A replace battery alarm was reproduced during testing; the pump gave an audible and visual alert.29 hour flow accuracy test performed; pump passed flow accuracy test and found to be delivering within required specifications. No alarms or power issues occurred during testing. The pump was opened and no damage was found to the power circuit.